Manufacturer narrative:
Preliminary evaluation of the system revealed no malfunction that was associated with the event. Ge healthcare's investigation is still ongoing. Ge healthcare attempted to obtain information on the injured person for section a; however, the customer did not provide the information due to confidentiality requirements.

Event description:
It was reported that a technologist sustained a broken finger while in the process of transferring a patient to the innova system table. The sequence of events was as follows: during transferring of the patient from the cart to the table, the technologist moved the table into position for the exam. When moving the table, the technologist pinched the fourth finger of her right hand in between the upper and lower rails of the table. A week later, the technologist noticed that her finger was still red and swollen. The technologist went to a physician who performed an x-ray exam on the finger. The result of the exam revealed a small fracture.